Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient was reportedly treated and has no further signs of infection. The recipient's device remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The patient reportedly developed a post-operation infection.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.